Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 3 clips remaining in the cartridge. There was also 1 intact clip returned loose. The sample appeared used as there was biological material on the cartridge. The clip applier was not returned. Functional inspection was performed on the returned sample by attempting to load the returned clips into a lab inventory clip applier. All 3 clips remaining in the cartridge were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. The intact clip that was returned loose was also able to successfully load and fire onto the surgical tubing. No functional issues were found with the returned clips. It is possible that the reported issue for this sample was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. The cartridge was returned with 3 clips remaining and there was also an intact clip returned loose. The clip applies were not returned. Upon functional inspection, all returned clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.

Event description:
It was reported that the clip was found stuck into the applier when being uploaded; changed to other clip to continue the treatment.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73b2000570 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found stuck into the applier when being uploaded; changed to other clip to continue the treatment.